Manufacturer narrative:
On 3/20/2019, mentor became aware that the patient underwent unilateral removal and replacement with a 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 7628767 sn: (B)(4). On 3/21/2019, the mentor failure analysis lab has received the device for evaluation. On 4/11/2019, the produce investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. White and black material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 7.0 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. Also it was noticed several creases on both views of the product. No other anomalies were discovered. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this point it is not possible to determine the root cause of the black and white material found on the device. A manufacturing record evaluation (mre) of lot number 6464612 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision with a 300cc mentor smooth round moderate plus profile saline breast prosthesis, experienced right side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.